Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. The mother stated that the customer had large ketones. It was stated that the doctor believes it could be flu related. The customer was treated and released. No further info was provided.